Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The lesion being treated was located in the mildly tortuous, severely calcified proximal left anterior descending (lad) artery. The lesion was not predilated. Two promus element stents were deployed in the right coronary artery. Then the physician attempted to place the 2.75x24mm promus element stent, but was unable to cross the lesion. The stent may have been partially inflated, to 1 atms. During removal of the stent delivery system, the stent came off the balloon in the left main artery. A 1.5x12 mm maverick balloon was inflated distal to the stent. Then the stent was pulled into the guide catheter and the whole system was removed. The procedure was not completed due to this event. Pt's status reported as "staple".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.